Event description:
Caller reported a cgm error 42, which did not adversely impact the customer's blood glucose level. Technical support provided complete pump reset information. The caller plans to reset the pump and will follow up if the issue persists.